Event description:
It was reported the plaintiff was implanted with a transvaginal synthetic mesh system for pelvic organ prolapse and stress urinary incontinence. The date of implant was not provided. It was alleged by the plaintiff's attorney that "within months after the initial implant procedure, plaintiff experienced complications from the defective mesh requiring add'l medical care." It was additionally alleged the "plaintiff suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services" and "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info because available regarding this event it will be re-evaluated and a f/u report will be sent.